Event description:
Per the clinic, the patient experienced a skin breakdown (ulcer) and infection at magnet site, exposing the receiver/stimulator (specific date not reported). The patient was hospitalized multiple times since (B)(6) 2024 (specific date not reported) and was treated with IV antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.